Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, during the evaluation a circuit disconnect alarm condition was noted. The device's tubing was reconnected to address the issue. The device's rubber feet and handle o-rings need to be replaced. These issues would not affect the device's ability to deliver therapy as designed.